Event description:
A report was received that after permanent implant procedure the patient fell during a confusion episode. The patient was diagnosed with mild brain organic psychosyndrome. The patient was treated with medication and the patient recovered.

Manufacturer narrative:
As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, review of the complaint report, device history and sterilization records were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
A report was received that after permanent implant procedure the patient fell during a confusion episode. The patient was diagnosed with mild brain organic psychosyndrome. The patient was treated with medication and the patient recovered.